Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per the customer they just wanted to report the issue to their company to see if that had been an ongoing issue for clients of that device. The report to them was that the nurse inserted the foley catheter, was inflating the balloon that holds the water. While disconnecting the syringe the luer tip broke off inside the balloon port and was jagged. That made the nurse had to remove the device due to possible patient injury and infection route. The patient had another system placed without device issues.

Event description:
It was reported that as per the customer they just wanted to report the issue to their company to see if that had been an ongoing issue for clients of that device. The report to them was that the nurse inserted the foley catheter, was inflating the balloon that holds the water. While disconnecting the syringe the luer tip broke off inside the balloon port and was jagged. That made the nurse had to remove the device due to possible patient injury and infection route. The patient had another system placed without device issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.